Event description:
Reporter indicated that vns pt underwent vns therapy system replacement surgery due to a broken lead. The generator was replaced prophylactically. Review of mfg records for the bipolar lead revealed no anomalies that would adversely affect device performance.